Event description:
Husband reports customer tested with blood glucose result of 400mg/dl and started to feel strange, shaky and her eyes were open, but she was not responding. Husband called emts about half hour after readings and they tested customer with reading of 31mg/dl and took her to the hospital. Emts treated customer with an IV of unknown content and gave her glucose paste. Customer's husband reports that on the next day, a professional meter result of 191mg/dl back to back comparison to customer's advantage system result of 392mg/dl on professional meter. No quality control information was provided. A request was made for return of the suspect product and a replacement was sent.